Event description:
Patient reported experiencing elevated blood glucose levels up to "hi" since (B)(6) 2014. Patient alleges the infusion device delivers too low insulin. Patient stated he administered insulin via the infusion device and pen; no success. Patient reported changing the infusion device on (B)(6) 2014 around 6 pm and got the blood glucose level under control again. Patient's normal blood glucose range was not provided. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).